Event description:
While performing colonscopy on an elderly pt, perforation of the colon occurred. The pt expired due to the complications caused by the perforation. The sales representative visited the hospital and along with hospital personnel the risk manager, bio medical engineer, md and other staff members0, concluded that the scope did not malfunction in any way. The scope has been returned to service.